Manufacturer narrative:
The battery was returned to heartware for evaluation; the battery was exchanged without incident and there was no reported patient injury. Multiple attempts to obtain controller log files and event information have been unsuccessful; therefore, the reported event cannot be confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The battery passed visual examination and functional testing; the analyzed device performed per specification. While the reported event and device malfunction cannot be confirmed, event details indicate that the patient experienced critical battery alarms. Taking into account similar investigations for batteries having undergone additional screening, it has been demonstrated that the root cause of the event is indicative of a communication issue between the controller and the connected battery. An internal investigation (CAPA) has been opened to address the issue.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Product has not been received.

Event description:
Approximately three months post hvad implantation the site reported that the patient experienced a change from one power source to the other earlier than expected . It was also reported that the patient had experienced a "no power" alarm. The battery was removed from the patient and a new battery was supplied. No harm or injury to the patient was reported as a result of this incident.